Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal vaginal bleeding') in a (B)(6) year-old female patient who had essure (batch no. 774384) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension. Concomitant products included alprazolam (azor), hydrocodone from 23-aug-2017 to 11-jul-2018, medroxyprogesterone acetate (depoprovera), medroxyprogesterone from 23-aug-2017 to 13-jul-2018, meloxicam from 23-aug-2017 to 11-jul-2018, nsaids since december 2010, ondansetron from 23-aug-2017 to 11-jul-2018, paracetamol (acetaminophen) since december 2010 and paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pelvic pain"), depression ("depression/psych injury"), anxiety ("mental anguish/psych injury") and nausea ("nausea"). On (B)(6) 2018, the patient experienced vaginal infection ("vaginal infection") and urinary tract infection ("uti"), 7 years 9 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder / urinary problems"), urinary tract disorder ("bladder / urinary problems"), cystitis ("bladder infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, vaginal infection, depression, anxiety, urinary tract infection, nausea, bladder disorder, urinary tract disorder, cystitis and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),general abnormal bleeding and vaginal infection. Discrepancy noted in date of insertion (B)(6) 2010 and (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2011: essure device was successfully occluded. Test: bilateral occlusion. There was no spillage of contrast; on (B)(6) 2011: successful hysterosalpingogram, demonstrating proper positioning of essure device. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dysmenorrhoea, abdominal pain, depression, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: case become serious incident, ablation as a surgery added to events menorrhagia and vaginal hemorrhage. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.